Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis. 4316 - this complaint was not escalated to root cause analysis.

Event description:
During patient use a proximal peg backed out of a nail. The peg was explanted.